Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. Received one x-port isp with groshong catheter for evaluation along with one medical image. Medical image review was unable to identify any failures. Visual inspection identified a complete circumferential break between the 17 cm and 18 cm depth markers. The split was characterized by a diagonal alignment on the catheter. The catheter distal to the break was not returned for evaluation. Therefore, the investigation is confirmed for the alleged catheter break without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Possible root causes include pinch off, inappropriate placement or removal technique, or sharp instrument damage. The catalog number identified has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The 510 k number and pro code for the x-port isp with groshong catheter products are identified. Accordingly, this event has been determined to be MDR reportable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model 7707540j port and catheter approximately a month post port placement through the clavicle via subclavian vein, the catheter allegedly failed to aspirate. It was further reported that via CT scan the catheter demonstrated a complete break into two segments. Reportedly, the segments and the port were removed. Another port was placed. This report was received from one source. This event involved one male patient whose age and weight was not provided. This patient had no reported patient injury.